Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The subject pump allegedly lost power in the middle of the night. She awoke to hear the chirping sound that the pump makes when it is turned on after replacing the battery. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: the black box shows evidence of power on resets. No physical damage was observed to the returned battery cap or battery compartment; no visible yellow o ring when returned cap is connected to the pump. Returned battery cap measurements are within required specifications. The pump was opened and evaluated; no internal moisture damage or intermittent connections were observed. The power complaint was verified in the history but was not duplicated during the investigation.